Manufacturer narrative:
The device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" condition and the patient became hypoxic. The patient was manually ventilated and placed on another device. No permanent harm or injury occurred. The ventilator was returned to the manufacturer for evaluation. During the evaluation, the device failed a step during testing and a "service required" code was found in the ventilator's downloaded error log. The oxygen blending module board will be replaced to address the issue. The ventilator was found to audibly and visually alarm, as designed.